Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was observed to have a left bundle branch block (lbbb) and received a temporary pacemaker to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, elektrokardiogramm (EKG) showed wide qrs complex; the patient had an extended hospitalization. The patient was in a stable condition and subsequently discharged.